Manufacturer narrative:
This report is submitted on 13 november 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site, subsequently the abutment was removed. The implanted device remains.